Manufacturer narrative:
The codman disposable perforator was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye. Unit was received disassembled and had a worn eo label that could not be read, but no other anomalies were observed. The "IFU" testing procedure was performed after reassembling the unit since it was received disassembled. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a perforator plunged into the brain and got stuck coming apart in 4 pieces. It is unknown if there was patient injury.